Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers on door seven failed to function. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers on door seven had failed to function. The customer had reported that after a reboot, the drawer issue had been resolved, but multiple cubie pockets had not been displayed. The technical support specialist (tss) confirmed that the local field service engineer (fse) had resolved the issue by force-releasing the pockets and clearing debris underneath. The system functioned as intended after the field service engineer troubleshot the device.